Event description:
Following a successfully completed ventricular tachycardia ablation procedure with no adverse consequences to the patient initially noted, the patient later expired that night due to a suspected cardiac perforation. That night, the patient started to complain of chest pain and initially a echocardiogram and chest x-ray did not reveal any effusion. In the following hours, the patient underwent cardiogenic shock and resuscitation maneuvers were immediately performed in addition to placing an ECMO. The patient later expired that same night. The physician believed that a cardiac perforation may have occurred that lead an effusion, however, the cause of the effusion remained unknown. The suspected cardiac perforation was thought to have occurred when re-entering the left ventricle via the transseptal access during the procedure with the ablation catheter. The perforation was thought to have occurred at the inferolateral wall of the left ventricle. There were no performance issues with any abbott device during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a successfully completed ventricular tachycardia ablation procedure with no adverse consequences to the patient initially noted, the patient later expired that night due to a suspected cardiac perforation. That night, the patient started to complain of chest pain and initially a echocardiogram and chest x-ray did not reveal any effusion. In the following hours, the patient underwent cardiogenic shock and resuscitation maneuvers were immediately performed in addition to placing an ECMO. The patient later expired that same night. The physician believed that a cardiac perforation may have occurred that lead an effusion, however, the cause of the effusion remained unknown. The suspected cardiac perforation was thought to have occurred when re-entering the left ventricle via the transseptal access during the procedure with the ablation catheter. The perforation was thought to have occurred at the inferolateral wall of the left ventricle. There were no performance issues with any abbott device during the procedure.